Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated and intravascular ultrasound (ivus) revealed that the short axis was inflated to 2.9 mm and the long axis was inflated to 3.1 mm. Following pre-dilation, a 3.0 x 26 mm resolute onyx stent was selected and considered the optimal size. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation was performed by nominal pressure and the device was detected to be inflated more than 3.0 mm. It was confirmed by ivus that the short axis was inflated to about 3.28 mm and the long axis was inflated to about 3.54 mm. It was indicated that a stent balloon of more than 3.0 mm was used. No patient injury was reported.